Event description:
It is reported that the pt underwent evacuation, irrigation and debridement of a hematoma.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: surgical notes of the procedure were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records for the stem did not find any deviations or anomalies. Review of the device history records was not possible for the head as the product and lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.